Event description:
It was reported that the atrial lead had dislodged. No sensing was observed form the lead and the patient reported experiencing diaphragmatic stimulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.